Event description:
During product evaluation, it was found that the display of the blood glucose monitor was defective.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.